Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string came off during use leaving the pessary inside. She experienced bleeding, cramping, and pain. She was able to manually remove the pessary with no medical assistance. Multiple attempts have been made to obtain further information, however no further information has been received.